Event description:
It was reported that while connected to a patient the ventilator was measuring a lower oxygen concentration than set. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device logs are requested but not yet received. A supplemental report will be provided when the investigation is done. (B)(4).